Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/03/2015 with the following findings: a review of the pump black box data revealed no evidence of a ¿no power¿ event but cs 052/54 errors were observed. The original complaint was unable to be duplicated. The battery compartment was intact and the returned battery cap was able to fully tighten. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump case was removed and there was no evidence of moisture or loose components inside the pump. (B)(4).